Manufacturer narrative:
The customer performed hardware verification by performing a system check and precision run. All verification testing passed within published performance specifications. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) result on their access 2 immunoassay system (serial number (B)(4)) for one (1) patient. The customer re-centrifuged the sample. The customer repeated the sample twice on the same access 2 immunoassay system and obtained lower results, within the assay's normal reference range. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration, system check and precision run) were within assay/instrument specifications. The sample was collected in a lithium heparin plasma separator tube. The sample was centrifuged at 7500 revolutions per minute (rpm) for eight (8) minutes. There was no report of sample integrity issues reported by the customer.